Manufacturer narrative:
Result: load cell.

Event description:
It was reported by svc report that the power cord sheathing was damaged. It was further reported there was a defective load cell. It is unk if there was pt involvement or if there are adverse consequences to report.